Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was awakened by an urgent low glucose alert on the ilet and, after eating, confirmed a fingerstick blood glucose of 127 mg/dl while the pump displayed 122 mg/dl; review suggested a preceding unannounced dinner with elevated glucose before the low, and the user had started ilet therapy the same day. Symptoms included hypoglycemia with a nadir of 67 mg/dl. Outcomes included self-treatment with oral carbohydrates without assistance and no medical intervention. Investigation included user interview, review of device-reported glucose trends, and troubleshooting and education on potential contributors such as recent initiation and unannounced meals. Investigation of this case revealed that the event was consistent with hypoglycemia of unclear cause, with a plausible overcorrection related to recent initiation and prior hyperglycemia, and no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.